Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record. Device history lot part: 338.200 lot: 3354757 manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: part: 338.200. Lot: 3354757. Manufacturing site: (B)(6). Release to warehouse date: 29.jan.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the returned instrument was inspected at customer quality and the reported complaint condition of broken was confirmed. Upon visual inspection, it was noted that the distal threaded tip sheared off at the transition between the threaded portion and the 4.5 mm diameter section. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter. Dimension drawing: m4-6g (max. 3.978 mm - min 3.838 mm) dimension measured: 3.880mm. Result: pass. Feature: inner diameter. Dimension drawing: ø 2.6 -0.02/+0.05 mm. Dimension measured: 2.65 mm. Result: pass. Feature: inner diameter broken part. Dimension drawing: ø 2.6 -0.05/+0.05 mm. Dimension measured: 2.65 mm. Result: pass. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (1.4301) was used and the thread was inspected to 100% before the part left manufacturing site, see also inspection sheet. Conclusion: the complaint condition is confirmed because the device was found broken. However, based on the findings above no fault could be found in material or during the production. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. We do suppose that the device encountered unintended forces, such excessive force application during its use, which finally resulted in the breakage. By the evidence that this device was used successfully over its 9 (nine) years of lifespan and neither a product design nor manufacturing issues were observed that may have contributed to the complaint condition, a manufacturing related issue can be excluded. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date,the device arrived back from sterilization damaged. No patient harm has occurred. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 2 report as august 05, 2019 but should have been november 12, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.